Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer disconnected reconnected the cartridge pigtail and the infusion set tubing and resumed insulin delivery. Customer's blood glucose (bg) level was around 600 mg/dl. Bg was addressed via manual injections.